Manufacturer narrative:
(B)(4). The event of "blanching" and "white blister like rash under bottom lip that is very painful" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips with juvederm vollure¿ xc. Injector saw blanching during the injection and stopped. Patient was injected with "hylaronadaise". Patient saw improvement over time, but is now suffering from white blister like rash under bottom lip that is very painful. Patient is on antibiotic. The symptoms have not resolved.